Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.